Manufacturer narrative:
The event occurred in (B)(6). Information for the compact plus system was not available.

Event description:
Caller reported a mobile system blood glucose result of 24.8 mmol/l, compact plus system result of 10.9 mmol/l within 10 minutes. Information for the compact plus system was not available. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.